Event description:
According to the facility on (B)(6) 2025 "when the surgeon was making an incision in the concha bullose the 15 blade broke in half and fell down into the sinus cavity".

Manufacturer narrative:
According to the facility on (B)(6) 2025 "when the surgeon was making an incision in the concha bullose the 15 blade broke in half and fell down into the sinus cavity". Per the facility "the surgeon was able to retrieve the blade with the scope and suction and both pieces were compared to ensure the entire blade was removed". Per the facility the procedure was able to be completed, however, the sample is not available for evaluation. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.